Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulting in inappropriate mode switch episodes being detected. Programming changes were made to resolve the oversensing. The patient was stable throughout.